Event description:
It was reported there was an issue with a surgical procedure with regard to the lead. The setscrew was loosened and the lead would not pull out of stimulator connector bore. No further information was available regarding this issue.

Manufacturer narrative:
Product ID neu_unknown_lead, product typ lead. (B)(4).